Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer would reach out to their health care provider to obtain a backup method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.